Manufacturer narrative:
The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.   Relevant retention test strips (lot 368877) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable inr results for two patients tested on a coaguchek xs pro meter serial number (B)(4) compared to an unknown laboratory method. Patient 1: at 10:31 am the meter result was 7.9 inr and within a few minutes, the laboratory result was 6.0 inr. The meter result was reported to the patient's doctor, but the laboratory result was deemed to be correct. The patient's therapeutic range is 2.0 - 3.0 inr. The patient stated that while on vacation they changed their diet. Patient 2: on (B)(6) 2019 at 7:44 am the meter result was 4.1 inr and within a few minutes, the laboratory result was 3.0 inr. The meter result was not reported to the patient's doctor. The laboratory result was deemed to be correct. The patient's therapeutic range is 2.5 - 3.5 inr. The patient is a (B)(6) year-old female with a date of birth of (B)(6) and weighs (B)(6) lbs. There were no allegations of any adverse events.